Manufacturer narrative:
Two (2) used list# cl3011, 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger connected to two (2), 0.9% sodium chloride injection 100ml IV bag were returned for evaluation. As received, the o-ring on both spiros was not seated correctly. Both samples were tested as procedure and a leaks from inside the o-ring displaced section was confirmed. The complaint of leaks can be confirmed. The probable cause of the dislodged o-ring is unknown. Lot history review was performed and no discrepancies, anomalies or nonconformance were identified that might lead the condition reported by customer.

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer reported that a hazardous drug leaked during patient use. The customer stated that the leak was either at spiros on the secondary tubing or the microclave on the primary tubing. Harm was not reported as a consequence of this event.